Event description:
The biomedical engineer (bme) reported that the pump motor for the multigas unit was loud and had inconsistent pressure while in patient use. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the pump motor for the multigas unit was loud and had inconsistent pressure while in patient use. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI)#: ni, returned to nihon kohden: ni.